Event description:
It was reported by the sales rep that during a laparoscopic sigmoid resection procedure, according to the surgeon, the device appeared to fire normal, but was difficult to remove. After the device was removed, the donuts were incomplete. Consequently, the pt received a colostomy. The pt is doing fine. One device will be returned.